Manufacturer narrative:
Qn# (B)(4). The customer returned a single guide wire for evaluation. The guide wire was observed to have three significant kinks in the guide wire body: one at the distal end, one at the proximal end, and one in the center. The distal j-bend was slightly deformed but intact. Microscopic examination confirmed the kinks in the guide wire body. The kinks were located 2.7, 30.0 and 58.2cm from the proximal tip. Both welds were present and were observed to be full and spherical. The overall length and outer diameter of the guide wire were measured found to be within specification. A manual tug test confirmed that both the proximal and distal welds were intact. A device history record (DHR) review was performed on the guide wire and introducer needle and no relevant manufacturing issues were identified. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in three locations along the body. The returned guide wire met all relevant dimensional requirements. A DHR review was performed and did not identify any manufacturing related issues. (Con't). Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the ed physician was advancing the guide wire after threading through the needle and the wire became bent. The device was removed and a new tray opened. No patient injury reported. The physician complains that the j-loop end of the guide wire feels softer and is kinking easier.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the ed physician was advancing the guide wire after threading through the needle and the wire became bent. The device was removed and a new tray opened. No patient injury reported. The physician complains that the j-loop end of the guide wire feels softer and is kinking easier.